Manufacturer narrative:
The pump was received with a frozen display due to corroded electronic assemblies. No alarms were noted. Unable to verify the unexpected restart alarm or the unresponsive buttons due to the frozen display. However, corrosion was noted at the keypad traces. The pump was received with a corroded motor home switch, a corroded battery tube, a cracked case at the display window corners, a cracked belt clip slot, a broken reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed unexpected restart error while she was reading a book; she then went out running and got splashed with water and the buttons were no longer responsive. The patient's blood glucose at the time of incident was 83 mg/dl. Troubleshooting was initiated for the unexpected restart error alarm. The customer put a new battery into the insulin pump but the unexpected restart error would not allow her to navigate the device menus. A temp basal was programmed prior to the alarm. Troubleshooting moved on to the keypad anomaly and it was decided that the insulin pump needed to be replaced. The device was returned and replaced.